Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a pump that malfunctioned and needed replacing. No patient symptoms were reported and no further complications were reported or anticipated.